Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 14-apr-2021 / serial#: (B)(4), dev rtn to MFR? No. Mfg date: 15-oct-2019. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac arrest, arrhythmia and asystole approximately six days after the implant of a leadless implantable pulse generator (ipg). It was further reported that the leadless ipg exhibited placement difficulty and high thresholds during the implant procedure. It was also reported that the leadless implantable pulse generator (ipg) could not be directed to the septum with good manipulation of the delivery system (ds) deflection button and the force of pushing at deployment was weak. The leadless implantable pulse generator (ipg) subsequently exhibited pacing failure. A temporary ipg was used for back-up pacing. The leadless ipg was programmed off and replaced by a transvenous ipg system. No further patient complications have been reported as a result of this event.